Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a threader balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 4mm longitudinal tear in the balloon wall at the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination and tactile inspection presented no damage or irregularities to the shafts. Microscopic examination and tactile inspection presented no damage or irregularities to the hypotube. Microscopic examination presented no damage or irregularities with the bi-component weld / bonds. Microscopic examination presented no damage or irregularities to the proximal markers. Microscopic examination presented no damage or irregularities to the markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. He manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-may-2016. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). A 1.2mm x 12mm threader¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a longitudinal tear on the balloon.